Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after receiving shocks from the device. Upon interrogation, the shocks were believe to be inappropriately caused by noise from the right ventricular lead. There was also inhibition of ventricular pacing and evidence of increasing capture threshold on the lead. Programming changes were made to prepare for lead replacement. During the procedure, the lead was found to be in the appropriate position. When the lead was explanted, the lead was noted to have swelling in the lead and blood was found. The lead was replaced and the physician believed that the lead caused the malfunction. The patient was stable after the procedure.